Manufacturer narrative:
Inspected one opened and used sensor. Found sensor cannula bent inside the base of the sensor.

Event description:
The patient stated that she keeps getting lost sensor alarms with multiple sensors from this box. Troubleshooting was performed. The patient pulled out the current sensor, and found that the electrode had broken off underneath her skin. Advised to seek medical attention as she could not take it out. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.